Event description:
It was reported that the patient presented in clinic for an initial implant procedure. It was noted that the right ventricular (rv) lead could not be implanted and a different rv lead was implanted on (B)(6) 2021. The patient was stable throughout the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.